Event description:
It was reported that a signal artifact monitor (sam) event occurred and minute ventilation (mv) was turned off as a result. Episodes of pacemaker mediated tachycardia (pmt) were also reported. The device and leads remain in service. No adverse patient effects were reported.